Event description:
It was reported that the physician's vns handheld programming computer was not holding a charge and could not be turned on. Troubleshooting was not able to resolve the issue. The programming system was reportedly properly stored. The faulty programming system was returned and is currently undergoing analysis. No adverse events have been reported as a result of the issue.

Event description:
Analysis of the returned handheld programming computer and associated software has been completed. No anomalies were found with the returned products however the serial cable adapter and power charger were not returned and therefore could not be evaluated. Attempts to obtain the missing cables were unsuccessful as it was indicated that they had likely been discarded.

Manufacturer narrative:
Only a portion of the handheld computer was returned for analysis which did not show any anomalies. Device failure is suspected in the cables that were not returned, but the device failure did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.